Event description:
It was reported that caller indicates that patient (pt) is having a wash out of the lead area at top of pt's head due to suspected infection. Caller says pt has been picking at her head there and now they went in today to treat the suspected infection. When they opened the site at the top of pt's head, neurosurgeon (ns) saw a couple of wires sticking out of the lead. Caller was told that bipolar impedances were in 2500 range and that monopolar impedances were in 5000 range. Caller has partial info on actual impedance results. Technical support services (tss) and caller discussed that the impedance numbers provided didn't make sense but that it appeared at least some of the impedance pairs were elevated in a range that might not provide therapy. Caller is going to call back ns to discuss further and see if they plan to replace the lead or not during this procedure.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), who reported when the scalp was opened the hcp noticed the lead itself was actually severed. The cause of the suspected infection, wires sticking out of the lead, and impedance issue wasn¿t determined, and the infection wasn¿t confirmed. Due to these issues the lead was removed, and antibiotic was ¿placed.¿ the hcp and patient were going to determine whether they would reimplant the lead or not.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.